Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing with the device is affected and it is reported that it worsened gradually. Family reports no incident of accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing with the device is affected and it is reported that it worsened gradually. Family reports no incident of accident or trauma. The surgeon decided to leave the device implanted. The patient will receive another device on the contralateral side. As per new information the recipient was reimplanted with a device from another manufacturer on the (B)(6) 2018.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. To determine an exact root cause a device investigation of the explanted device is necessary. The patient will not be re-implanted but will receive another device on the contralateral side. This is a final report.

Event description:
The hearing with the device is affected and it is reported that it worsened gradually. Family reports no incident of accident or trauma. The surgeon decided to leave the device implanted. The patient will receive another device on the contralateral side.